Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) became aware that a heater-cooler system 3t tested positive for m. Chimaera before use after a deep disinfection. There is no known patient involvement.

Event description:
See initial report.

Manufacturer narrative:
Livanova deutschland has initiated a CAPA project to investigate this type of issue. Based on the results of the investigation, the likely root cause for the positive m. Chimaera post-deep cleaning water sample result is an operator error introducing cross-contamination when re-filling the hc3t following the hot water flush. Although the process has been validated to a high degree of assurance and operators have been appropriately trained, there is the potential for human error due to its manual processing steps. Following this event, the deep cleaning process in munich was modified to hold all devices until final negative microbiological test results are received.